Event description:
Per cust. Service rep's potential medical tab notes: "customer received with the profile meter a hi call dr. Customer called the emergency and when taken with emergency meter profile mete was reading higher against their meter. Emergency then took customer to ER just to be in the safe side. Replacing the meter for the customer and sending solution because customer no longer has the items needed to troubleshoot the current meter." There is a reading of 363mg/dl listed, unsure if this is the reading in the ER.